Event description:
It was reported that there was noise on the right ventricular lead. The lead was replaced. The device was replaced due to nearing eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based in-part on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. The lead model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: (B)(4): preliminary testing revealed no pacing output when device was programmed voo 60 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. Analysis of the memory dump data revealed the device lead impedance measured open on (B)(4), 2010, the date of explant. The no output condition was the result of lifted hybrid bond wires.